Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported power failure was caused by the defect of the power supply unit. The defect of the power supply unit may have been caused by the deterioration of parts due to long-term use. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the customer pressed the power switch but the device could not be turned the power on. Reportedly, the fuses of the device were blown. Then, olympus inspected the device at the service department of olympus medical systems india private limited and found that the device could not be turned the power on due to the defect of the power supply unit. There was no report of patient injury associated with this event.